Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for bowel dysfunction. It was reported that the patient¿s battery was dead and they were having fecal accidents. After changing the batteries in the patient programmer (pp), they found the stimulation was on program 1 at 1.2 volts (v). They increased the stimulation to 1.5 v and felt stimulation over the device and, occasionally, in l5, s1, and their perineum. They were going to follow-up with their healthcare provider (hcp) if the problem didn¿t resolve. It was noted that the symptoms started within the last three days prior to the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.